Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring a second clip. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve, and placed in position. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). One additional clip was implanted for stabilization, reducing the mr to 1-2. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported medical intervention was a result of case specific circumstances another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.